Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services confirmed that this pacemaker system exhibited low, out-of-range right ventricular (rv) pacing impedance measurements measuring, less than 200 ohms. It was recommended to follow-up with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported.